Event description:
It was reported that the external pulse generator (epg) displayed a "check unit" message when powered on. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis was unable to confirm the customer comment that a "check unit" message displayed when powered on. Analysis did find that the upper case was broken, and that the lower case was broken and contaminated. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed a "check unit" message when powered on. The epg was returned for repair. No patient complications were reported as a result of this event.